Event description:
Pt is on crrt, and has been requiring intervention to maintain normal temperature. The built-in heater for the return line on the crrt machine was on, but at some point during the shift overheated, causing blistering burns on the pt's thigh. When noticed, the heater was turned off and coil removed from pt. Burn will be treated in accordance with hosp protocol. FDA safety report ID# (B)(4).